Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon burst occurred at an unknown pressure. The balloon did not fragment and it was removed intact from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using pacific plus pta balloon during procedure to treat the av fistula. There was no damage noted to packaging and no issues noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. During balloon inflation, balloon burst occurred. All fragments from the balloon was retrieved. The device did not pass through a previously deployed stent and no resistance encountered when advancing the device. It was reported that physician removed the burst balloon from the patient and used another pacific plus balloon of similar size to complete the procedure. There was no patient injury reported.